Event description:
The facility's biomed reported pump #2 overinfused during clinical use. The pump was programmed to infuse 125ml of unk medication at a rate of 10ml/hr. In about one hour, 3/4 of the bag had been infused. No pt injury resulted and there is no adverse outcome asociated with this report.